Event description:
It was reported that the catheter was implanted with the infusion pump in 2000. Post implant, it was determined that the pump was not flowing. Investigation revealed that the connector was obstructing the flow, a revision was performed in "3000" and the flow was re-established. There were no pt complications.